Manufacturer narrative:
(B)(4). Medical product psn mc ve asf l 10mm 4- 5/cd item# 42512100310 lot# 64461404; psn all poly pat ply 32mm item# 42540000032 lot# 65030643; psn fem cr cmt ccr nrw sz5 l item# 42502005801 lot# 64586729; tibia cemented 5 degree stemmed left size d item# 42532006701 lot# 64965132; bone screw drill 3.2 mm dia. Item# 00512008500 lot# unknown. Visual inspection of the returned device found it to exhibit signs of repeated use and has fractured at the base of the flutes. All pieces were not returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The device has been in the field for approximately twelve years and three months. It is unknown how many times the device has been used. The root cause can be contributed to normal wear and tear of device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a drill bit fractured in half. Attempts to obtain additional information have been made; however, no more information is available.